Manufacturer narrative:
The determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred. There is relationship of the device to the reported issue. No parts were returned for failure investigation; therefore, the root cause at the component level could not be determined. Complaint will be reopened upon receipt of part(s).

Event description:
The customer reported the power harness ordered fails. Unit was in use at the time the issue was discovered. No patient harm reported.